Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have primary audible alarm (paa) bgnd alarm during the ehl review. The cause of the customer reported problem was the interconnect board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the interconnect board, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a primary audible alarm that repeatedly alarms after gluing the j9 connector. There was no patient involvement.